Event description:
Reporter alleged discrepant blood glucose values of 145 mg/dl back to back with a result of 80 mg/dl, when testing was performed 5 mins apart on the aviva system. The location of the testing was not provided, however, it was stated no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Aviva system: meter and aviva test strip lot number of 300354 with an expiration date of 02-29-08.

Manufacturer narrative:
The suspect product is the aviva test strips.